Manufacturer narrative:
There is no adverse event associated with this complaint. The cartridge was not returned to animas. Although the cartridge was not returned, there is no further investigation necessary with respect to the leak issue. Cartridges with lot #b201583 were confirmed to be defective. When tested, fluid was observed leaking from the plunger end of the cartridge.

Event description:
On (B)(6) 2011, the pt contacted animas alleging that she had leaking cartridges. The pt indicated that she noticed some dripping and her blood glucose (bg) levels were running higher. The current cartridge that she was using was reportedly wet. The pt reported bg levels in the ¿300 mg/dl¿ range and an actual result of ¿430 mg/dl¿. The pt denied having symptoms of nausea, vomiting, shortness of breath, chest pain, abdominal pain, or ketones. Based on the info provided, this complaint is being reported due to the following conclusion: the pt claimed that she had leaking cartridges. There is no evidence; however that the alleged issue contributed to a serious injury. The pt did not have any bg readings or symptoms that meet animas¿ criteria for a serious injury.